Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) ranging from 558-576 mg/dl. Reportedly, ongoing occlusion alarms occurred. The customer administered a manual injection of insulin and gave correction bolus to address the bg. The customer was treated with intravenous fluids of saline and insulin and also received magnesium and potassium. The customer changed supplies to address the issue. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.